Event description:
It was reported that during an unknown procedure the monopolar energy was repeatedly and inadvertently delivering energy from the megadyne to the instrument in the model. The energy was delivered without pressing the pedal and without the option from the gui to activate energy, indicating some sort of bypass from the ottava tower side as it delivered the energy. It was observed that the bipolar tool was plugged into the monopolar port. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2024 b3: only event year known: 2023 photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No serial number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2024. Medwatch h10: upon review it was identified that this is a duplicate report. All reported information for this event was reported under 1721194-2024-00043. Moving forward all additional information will be filed under 1721194-2024-00028.